Event description:
The patient was undergoing a cerebral angiogram and coiling of an unruptured cerebral aneurysm. The patient had two aneurysms identified on intracranial angiography: right ica partially thrombosed 27mm anerysm and left ica aneurysm approx 10mm in the largest dimension. The left ica aneurysm was dysmorphic in shape and did not have a thrombus formed. Three coils were deployed without difficulty. However, when the physician attempted to deploy the fourth coil, it fractured. The loose part of the coil embolized to the inferior division of the left mca. An inferior frontal infarct of the left hemisphere resulted. The neurosurgeon consulted with his partner as well as other neurosurgeons at our facility and colleagues at a nearby university. It was agreed that due to the risks retrieval posed to the patient, the fractured piece of the coil would be left in place and that the patient would be treated with conservative medical management. The patient was taken to the ICU and awakened. Post operatively, the pt has gait ataxia, r hemiparesis, expressive and language aphasia. She was subsequently discharged to skilled nursing care. The manufacturer's representative was present in the or at the time the coil broke. The physician is very experienced using this equipment and has not had a coil break like this previously. There were no visual defects prior to using the device and no indication that the device was going to fracture. The physician reports he did not use excessive force or torque on the device. He does not know why it broke.the manufacturer's representative was present during the procedure and is aware that the coil broke.